Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) elevated thresholds were noted following one deployment. The device was implanted however approximately five days later rising thresholds were noted and the device was reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.